Manufacturer narrative:
Device out of work due to chiller failure. We are unaware about patient/operator injury.

Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.